Event description:
Four patients with discrepant sodium results. Initial results not reported, patients not adversely affected. Repeat results occurred on a different analyzer, different methodology. Patient 1 initial result 128 mmol/l, repeated 136 mmol/l. Patient 2 initial result 129 mmol/l, repeated 137 mmol/l. Patient 3 initial result 127 mmol/l, repeated 135 mmol/l. Patient 4 initial result 130 mmol/l, repeated 137 mmol/l. The field service representative found the cause of the discrepancy to be bad on board solutions and ise pre-amp pcb which were all replaced. Performance tests were performed and within specification.